Manufacturer narrative:
Occupation - other, sales representative. Evaluation - visual examination noted that the probe is broken with the curved tip missing. The cause for the breakage cannot be determined. The part may have been subjected to levering loads during the procedure in which the failure occurred or may have been previously damaged in a prior procedure with failure occurring due to loading and a preexisting crack. No corrective actions are being recommended since the cause for this failure do not appear to be related to part manufacture. Review of device history records found a total of 25 pieces of lot 529641 were released for distribution on 5/24/2018 with no deviation or anomalies. Two-year complaint history review found this to be the only report of this nature for this part number.

Event description:
It was reported that during a procedure performed on (B)(6) 2018 the bone probe broke in the pedicle of the patient. It was a clean break and the surgeon was able to pull out the broken piece cleanly with no complications or delay to the procedure.